Event description:
The customer reported that the device did not recognize pads during a pacing event. The customer stated that there was no negative impact for the involved pt.

Manufacturer narrative:
(B)(4). The customer reported that the device did not recognize pads during a pacing event. The customer stated that there was no negative impact for the involved pt. Philips evaluated the device and verified the reported symptom. The therapy cable and the therapy port were replaced to address the issue.